Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
One opened and used sensor was inspected and found that the cannula peel back inside the needle canal. It could not be confirmed that the customer received the sensor damaged because it was returned opened.

Event description:
It is reported that a customer has issues regarding her sensor. The patient's blood glucose was at 94 mg/dl. The customer stated that the transmitter would not blink when connected to the sensor. The customer was informed that the sensor needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.